Event description:
It was reported that the ilet charging pad intermittently failed to charge the device, and a replacement charging pad was arranged. Symptoms included no clinical symptoms. Outcomes included no health impact or consequences beyond the need for a replacement accessory. Investigation included customer interview and verification of shipping details for replacement. Investigation of this case revealed a suspected malfunction of the charging pad component consistent with intermittent power/charging performance. It was concluded, based on previously established findings for similar reports, that the cause was an accessory performance issue not related to user harm.

Manufacturer narrative:
Initial.